Event description:
It was reported that intermittent capture was observed on the ventricular lead. Micro dislodgement was noted. Upon performing a lead revision, after retracting the helix, it would not extend. The lead was explanted, and a new lead was implanted. The patient was stable before, during and after the procedure. No other complications occurred.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.